Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 pro synchron clinical system generated an erroneously low glucose (glum) result of 126 mg/dl for one patient. The erroneous result was reported out of the laboratory and questioned by the physician. Repeat testing on the same and on an alternate instrument produced higher results of 626 mg/dl and 627 mgdl, respectively, and the patient result was amended. No other analytes for this sample were questioned or amended. There was no effect to patient treatment. Bec reviewed qc results and found both level 1 and level 2 controls within the laboratory's established ranges prior to the event. The sample was collected in a 4 ml bd lithium heparin tube and was centrifuged at 600 rpm for 3 minutes at room temperature. The initial analysis of the patient sample was performed approximately 1 hour after calibration and qc run. The customer replaced the modular chemistry (mc) sample probe and the glucose reagent syringe, which resolved the issue.